Event description:
Additional information was received from the vad coordinator on 15may2018 indicating that the patient's history of gastrointestinal bleeding took place on (B)(6) 2017 and (B)(6) 2017 which was prior to approval for the heartmate 3 lvas. Approval for commercial use of the heartmate 3 lvas was received on (B)(6) 2017.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 10 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient presented to the emergency room complaining of orthostatic symptoms, light headedness with activity and upon standing, and worsening fatigue over the last week. The patient denied any overt signs of gastrointestinal bleeding. A rectal exam was performed in the emergency room and the stool guaic was reportedly positive. Hemoglobin dropped from 11.2 on (B)(6) 2018 down to 7.7 on (B)(6) 2018. The patient was admitted to hospital site and a gastroenterologist will be consulted as the patient has a history of gi bleeds. The patient was transfused with 1 unit of packed red blood cells. Anticoagulants at time of event were aspirin and warfarin. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.